Event description:
A malfunction on the pump was reported by the caller, and there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue without any recurrence of the malfunction code. The customer was instructed to continue using the pump and to call back should the malfunction code recur.